Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported post implant that the right atrial (ra) and right ventricular (rv) leads exhibited polarity switch and lead impedance warning. Both leads remain in use. No patient complications have been reported as a result of this event.